Manufacturer narrative:
(B)(4). Batch # p93j9l. Investigation summary: the handpiece was received with nose cone slightly separated from the mid-housing. In addition, the mount was noted to be loose. No functional testing could be performed due to the separation of the nose cone and the mid-housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires became disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. No conclusion can be made as to why the nose cone became separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, "tightening problem" issue occurred. A spare one was used to complete the case. There was no patient consequence.